Event description:
It was reported that this right ventricular (rv) lead had fractured resulting in loss of capture. This lead was surgically abandoned and a new rv lead was successfully implanted. No additional patient adverse effects were reported.